Event description:
A customer reported that there was an issue with the pump, which was declaring cartridge alarm 6 and reading 0 units randomly for two months. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no severe impact. Technical support verified the alarm for the current day, instructed the customer to load a new cartridge, and confirmed that the alarm did not recur afterward. The original cartridge was unavailable for return, but the pump resumed normal operation, allowing the customer to continue insulin therapy.